Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (leg) while wearing the device longer than 48 hours. The patient's blood glucose (bg) rose to 18 mmol/l (324 mg/dl). In order to treat the high bg levels, the patient administered a manual insulin injection and a new pod was applied. The patient visited the healthcare provider (hcp) and was prescribed antibiotics to treat the infection. The pod was discarded by the patient.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.